Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the wires of the monopolar curved scissors snapped at the tip, the instrument jaws were intact but unable to function correctly there was no report of injury.